Manufacturer narrative:
(B)(4). Batch # n55x5u. The analysis found that one psee60a device was returned with no apparent damage and with three gst60b cartridges reload present. The reload (b) was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The reload (c) was received unfired. The reload (d) was received unfired, with the pan dislodged, the pan was received bent. It is possible that the damaged was due to an improper handling of the cartridge. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was used three blue reloads which arrived with the ¿pushers¿ of staples loosened (the staples were falling). For this reason the device stopped working correctly and it was necessary replace the instrument and the three reloads. No damage was caused in the tissue. There were no adverse consequences for the patient.